Event description:
On 3/14/2000 hill-rom was advised that the composer pt monitoring system on floors 6-8 was completely down. Alleged smoke from the power supplies caused the tenth floor fire alarm to activate. One or two power supplies were located on the 8th floor in the central equipment cabinet and are said to be damaged.